Event description:
It was reported that during f/u of an asymptomatic patient, device had exhibited long charge time. Automatic capacitor reformation frequency was changed to be more frequent after a series of manual capacitor reforms gave an acceptable value. The device will be monitored for charge time during next f/u.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.